Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the device was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system onsite and confirmed the loss of intermittent connection between the base station and wireless footswitch is lost. The customer began using the wired footswitch instead. The fse replaced wireless footswitch and base station. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction (z-0476-2022) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the wireless footswitch was not working. No harm has been reported to philips. No harm has been reported to philips.we are conservatively reporting this event while the investigation is ongoing. A follow up report will be submitted when further information is received.